Event description:
It was patient reported that the patient experienced elevated blood glucose levels and faced an occlusion alarm associated with the infusion set site event on (B)(6) 2026.

Manufacturer narrative:
E1: event country: canada. Name: tandem country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).